Manufacturer narrative:
The reported issue was inconclusive. A potential root cause of the reported issue could be faulty temperature in cables. However, this cannot be confirmed. It was unknown if the device met specifications and whether the device was influenced by the reported failure. The device was used on a patient. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "system setup unpack 1) unpack the arctic sun® temperature management system control module and accessories. 2) allow the control module to remain upright for at least 2 hours prior to completing the installation and setup procedure in order to allow the chiller oil to settle. Damage to the chiller compressor may result otherwise. Connections 1) use only medivance approved cables and accessories with the arctic sun® temperature management system control module. Connect the fluid delivery line, patient temp 1 cable, patient temp 2 cable (optional) and fill tube to the back of the control module. 2) plug the power cord into the wall outlet. Position arctic sun® temperature management system so that access to the power cord is not restricted. Power on 1) turn the power on by activating the power switch. 2) the control module will automatically go through a brief self-test of the independent safety alarm. 3) a new user training module option is available from the start up screen. 4) when the self-test is complete, the patient therapy selection screen will appear on the control panel. Fill reservoir 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun® temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. Functional verification perform the following functional verification procedure after initial setup and installation of the control module. 1) power on the control module 2) from the patient therapy selection screen, press the hypothermia button to display the hypothermia therapy screen. 3) from the hypothermia therapy screen, press the manual control button to open the manual control window. 4) use the up and down arrows to set the manual control water target temperature to 40°c and the duration to 30 minutes. 5) press the start button to initiate manual control. Allow at least 3 minutes for the system to stabilize. 6) monitor the flow rate and water temperature in the system status area on the hypothermia therapy screen. 7) verify that the flow rate reaches at least 1.5 liters/minute. 8) verify that the water temperature increases to 30°c. 9) press the stop button. 10) set the manual control water target temperature to 4°c and the duration to 30 minutes. 11) press the start button to initiate manual control. 12) monitor the flow rate and water temperature in the system status area of the hypothermia therapy screen. Verify that the water temperature drops to 6°c. 13) press the stop button to stop manual control 14) press the cancel button to close the manual control window 15) power off the control modul" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was not achieving target but now achieved target on arctic sun device. The device was getting an alert 50 (patient temperature 1 erratic), the patient temperature was 33.1 c, and target temperature was 33 c via esophageal probe. The user denied use of vent warmer or tube feeds or anything else that could effect temperature reading. Explained that issue was either temperature cable or temperature probe then advised to switch out cable, if still getting alarm switch out temp probe. If the problem was the cable, it was advised to send to biomed to facilitate ordering a new one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not achieving target but now achieved target on arctic sun device. The device was getting an alert 50 (patient temperature 1 erratic), the patient temperature was 33.1 c, and target temperature was 33 c via esophageal probe. The user denied use of vent warmer or tube feeds or anything else that could effect temperature reading. Explained that issue was either temperature cable or temperature probe then advised to switch out cable, if still getting alarm switch out temp probe. If the problem was the cable, it was advised to send to biomed to facilitate ordering a new one.